Event description:
It was reported that pump experienced malfunction alarm malf 0 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.